Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) due to increased battery impedance. The device will be replaced but currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).